Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open in the distal region. After the phenom27 was induced to m2, the product was used. The sleeve was removed with m1, so after it was deployed 1/3, it was a fully resheathed. The tip could not be opened when it was deployed again 1/3. Afterwards, even when the deployment and resheath was repeated including the second full resheath were performed, the tip did not open, so it was collected. It was replaced with another product and the procedure was continued and successfully completed. The devices were prepared as indicated in the package insert. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other operation was done to deploy the stent. The pipeline was removed from the patient's body with the microcatheter. The patient was being treated for a saccular, unruptured aneurysm in the left internal carotid artery-para. The max diameter was 12mm and the neck diameter was 6mm. The distal landing zone was 3.75mm and the proximal landing zone was 4.7mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Postoperative findings related to blood flow imaging showed eclipse sign occurred. No symptoms or complications were reported.

Event description:
Additional information received reported it is meant to say the stent was "1/3rd deployed" and not "deployed on january 3. After inducing phenom27 to m2, the product was used. In order to remove the sleeve with m1, the full resheath was done after deployed about one third. Although it was deployed again about one third, the tip did not open. After that, the deployment and re-sheath were repeated, but the tip did not open, so it was collected. The procedure was continued after switching to another product, and the procedure was completed successfully.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.